Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event and expired two years and thirty-three days later. These claims were allegedly caused by the exposure to the product administered during dialysis treatment.